Manufacturer narrative:
Reporter phone number-(B)(6).

Event description:
It was reported that during an scs extension replacement (related manufacturer reference number 1627487-2023-00765), system diagnostics recorded high impedance on the ipg. As a result, the ipg was explanted and replaced. The issue was resolved.

Manufacturer narrative:
The reported observation of ¿resistance high value¿ was not confirmed. The root cause of the reported was not ascertained. The device exhibited normal characteristic during analysis. Using clinicians programmer, ipg system impedance testing was within the expected range. The ipg was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connect.